Event description:
My hearing got worse after using unitron hearing aids. When I take them out it is like I am underwater. When I ask them about it they just say it is my brain readjusting with nerves.